Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm as well as stuck button. Customer stated that the button had to push for long to get work. Customer was able to clear alarm. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.